Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient faced infusion set fell off issue during use and went to the emergency room (ER) and eventually got admitted to intensive care unit (ICU) on (B)(6) 2024. The ketones level was high. The patient got treated with IV and fluids of saline and insulin. The patient was released from the hospital on (B)(6) 2024. No further information available.